Manufacturer narrative:
Recall number for given device with material number ds760hs was not available. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : the device has not been returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging has had a sinus infection for a long time and also underwent CT scanning looking for cancer results show none in lungs or abdomen, patient quit using machine and learned to sleep without this with a very large amount of weight loss. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.